Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a loss of osseointegration resulting in fixture loss. Reimplantation has been scheduled; however, this has not occurred as of the date of this report.